Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported a surgical procedure was performed to resolve knee effusion and pain.